Manufacturer narrative:
4/17/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Pt developed abscess at pump site about 8-9 months after implant. Hospitalization was required for 1-2 weeks for removal of the pump and treatment with IV antibiotics. Pt has recovered fully and is doing well.